Manufacturer narrative:
Sample to be evaluated by baxter. Sample remains with baxter, requested that it be forwarded as soon as possible. Actual sample received on 2/16/98. The sample was visually examined according to procedure for any mfg defects. A split, 4 inches long, was detected on the pump segment. The split penetrated the pump tubing inner wall. The blood line was then submitted to an under water air leak test according to procedure. A leak was produced. Based on the sample analysis, the complaint as stated, is confirmed. There is no known source, within the mfg or assembly process, that could have caused or contributed to the split. The record review did not indicate anything that would cause or contribute to the stated complaint. Co can only speculated that the split was due to use and/or handling. This info will be monitored for trends. The customer has been sent a follow-up letter. This complaint is closed. Received sample analysis 3/19/98.

Event description:
Rec'd complaint concerning above product from baxter's med specialist. States the hcp reported to her that approx one half hr into treatment the pump segment on the arterial line split. Reported that tubing was seated correctly and tubing guide in place. Hcp reported the ebl at 150cc and there was no injury to the pt. The actual sample was saved and sent to baxter for further eval. Medwatch filed for blood loss only.